Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2204061: 20 items manufactured and released on (B)(6) 2022. Expiration date: 2027-06-01. No anomalies found related to the problem. To date, 15 items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: about 2 months after the surgery, the patient complained of pain, and when an x-ray was taken, according to report, it was discovered that the stem was subsided. As the lesser trochanter appears to be fractured, we suspect that the integrity of the femur may have been compromised during primary surgery and probably a fracture may have developed in the following weeks. This hypothesis is reinforced by the radiographic image of bone repair process around the lesser trochanter. There is no reason to suspect a faulty device.

Event description:
About 2 months after the surgery, the patient complained of pain, and when an x-ray was taken, it was discovered that the stem was sinking. The patient is under monitoring and the surgeon is evaluating a revision surgery.